Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being an allegation of the ¿staple got caught in the blade¿ and the physician had to ¿take out a specimen they normally wouldn't have had to¿. Corrected information can be found the following fields: b1, h1 and annex a. B1 updated from "adverse event" to "adverse event and product problem". H1 updated from "malfunction" to "serious injury". Annex a updated to include a050502 due to the report of ¿staple got caught in the blade.¿

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform 60 stapler instrument and blue sureform 60 reload for failure analysis investigation but at this time neither have been returned. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and found no other complaints related to this product/event. An isi clinical development engineer (cde) conducted a review of a procedure photograph and found the following: the complaint narrative and image are consistent with what appears to be minor bleeding from the staple line, as well as some visible malformed staples. Both of these findings often occur when a staple interferes with the knife, causing the tissue to be pushed forward instead of held in place and transected. System error log review was conducted during the initial support call and found that there were no arm 2 related errors in the logs. System error log review was conducted on 17-aug-2021 for a procedure on (B)(6) 2021 on system (B)(4). While various entries were recorded, including a message for ¿a surgeon¿s hand may not have been touching the right master tool manipulator (mtm) while in following mode at surgeon side console (ssc); ssc1, there were no observed events in the system logs during the 238 minute (3.96 hr.) Procedure that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler pn: 480460-09 // ln: k90210323-0093 // sn: (B)(4) was in use, as were six blue sureform 60 reload pn: 48360b and three white sureform 60 reload pn: 48360w. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site complaint history search shows no complaints filed against those instruments. An isi field service engineer (fse) followed up with the customer regarding the reported issue. No site visit was conducted by the fse, as the reported problem was resolved on the phone. The fse confirmed that that customer was able to continue case with same stapler and different reloads. The customer encountered no instrument control issues on arm 2 and completed case with no further problems. The system is in use. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: logs show that sureform 60 stapler pn 480460-09 // ln: k90210323-0093 fired 10 reloads (6 blue followed by 4 white). All firings were completed. First blue firing had 1 pause for compression, and all remaining blue firings had no pauses. The first white firing had 2 pauses for compression, and the remaining white firings had 1 pause. There were no incomplete clamps in the procedure. Based on the information provided at this time, this complaint is reportable due to the following: there was an alleged staple line issue for which the surgeon modified the surgical procedure by allegedly taking off approximately 40% of the remnant stomach and sealed short gastric vessels in order to remove that portion of the biliopancreatic limb. At this time, the root cause of the reported event is unknown.

Event description:
It was initially reported by an isi clinical sales representative, per an initial unspecified report from a physician assistant who was present for the case, that during a da vinci-assisted gastric bypass procedure, the customer said that on the second fire of a sureform 60 stapler instrument installed on arm 2 and a blue reload, a staple got caught in the blade and injured unspecified tissue. There were no reported system errors at the time of the event. To resolve the issue, the surgeon repaired the tissue ¿with several staple fires afterwards¿ yet it was also reported that the customer had to ¿take out a specimen they normally wouldn't have had to¿. The clinical sales representative (csr) had contacted an isi technical support engineer (tse) to report the issue and the tse found no arm 2 related errors in the logs. It is unknown why the tse investigated arm 2 other than it is common to look for any related usm errors upon calling for support. On 16-aug-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the physician assistant who was present for the case: during a da vinci-assisted gastric bypass procedure, as the surgeon was creating a gastric pouch on the second fire of a sureform (sf) 60 stapler instrument installed on arm 2, with a blue reload, a ¿staple got caught in the blade¿. The surgeon articulated the instrument 30 degrees to the left toward the diaphragm. The sf 60 stapler instrument ¿fired fine and made it a third of the way through but the tissue ¿pushed up and away toward the tip of the stapler¿ as it ¿completed the full fire up and back that way¿ but it was as if ¿the blade didn¿t do its job correctly¿. The sf 60 stapler instrument was removed and inspected where it was observed that, ¿a staple had gotten caught¿ and it was presumed to have been due to a ¿loose staple from the 1st fire as the ¿cartridge had a staple jammed in the tip¿. It was reported that the ¿pouch side had a thin staple line¿ which was repaired. The surgeon ¿took off the entire top of the remnant stomach (approximately 40%) and short gastric vessels needed ¿some sealing¿ in order to ¿remove that portion of the biliopancreatic limb¿. There were additional staple firings, allegedly outside of what is typical for this type of procedure. A leak test was allegedly not common nor needed for this type of procedure but the surgeon did an intraoperative leak test with no issues found and, via esophagogastroduodenoscopy (egd), it was confirmed that ¿everything was sufficient after repair¿. The procedure completed robotically with use of the same sf stapler instrument throughout the case. The patient was reported as doing fine with no known post-operative complications.